Event description:
It was reported that the image of the subject device had interference, a snowflake-like noise. The issue occurred during service/maintenance and there were no reports of patient involvement.

Manufacturer narrative:
E1 completed address: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified as the reported issue not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.